Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that their blood glucose was below 50 mg/dl twice at night. Troubleshooting did not occur. The insulin pump was not returned for analysis.